Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that inappropriate therapy due to oversensing was observed. A pacing lead impedance anomaly was also noted. Device and lead were explanted and replaced.

Manufacturer narrative:
A fracture of the coil was found at 2.3cm from the connector pin, consistent with fatigue. This fracture is consistent with the observation from the field of oversensing and high lead impedance.